Event description:
It was reported that the batteries did not last very long, and the insulin pump did stop working without an alarm on several occasions. It was stated that the device has also reset to factory settings several times, and when this has occurred, the insulin pump has stopped delivering insulin. It was stated that when the customer change the date then the device started functioning again. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.